Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
In this event it is reported that a cavitron jet plus package-2015 is alleged to overheated and the inserts got hot during use. No injury.

Manufacturer narrative:
DHR review is not required because the product was returned for evaluation, and the described failure mode is a known hazard. Please refer to the repair notes below. 01/14/2026 repair tech: (B)(6). Emh hp; cable, conn/gun cable damaged. No powder flow due to a blockage in the handpiece cable. Hardened and deteriorated air supply hose, clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, powder bowl needs to be cleaned and retubed. Hardened and deteriorated water supply hose, debris buildup in the water filter. Replaced damaged/worn components and recalibrated unit to factory specs. Qa: tl.